Manufacturer narrative:
Unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Telephone number: (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient had a complaint about glare and halos with an intraocular lens (iol). In addition, patient saw the actual optic rings in the dim light condition. The surgeon believed that the patient could not adapt to the diffractive lens. The preoperative visual acuity was 0.8 (far) and j4 decimal (near) and that postoperative acuities were 0.5 (far) and j2 (near). The original lens was explanted and another monofocal lens was used as the replacement. There was no vitrectomy, incision enlargement, or sutures required. No other information was provided.